Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) between 382-600 mg/dl. Supplies were changed and manual injections were delivered to address bg. Customer alleged that the pump was not delivering insulin correctly. Customer declined to remove infusion set site. Recommendation was made for customer to consult with healthcare provider regarding diabetes management.